Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that patient has been back on multiple daily injections for over a year because the pump stopped working. There was no allegation of a blood glucose excursion. This complaint is being reported because the of the allegation that the pump quit working.